Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was foreign material on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician had difficulty advancing the guidewire down the left ventricular (lv) lead lumen. Multiple attempts were made with different guidewires resulting in the same outcome of the guidewire unable to progress past electrodes 2-3. The lead was removed and a different lead was utilized without incident. No patient complications have been reported as a result of this event.